Event description:
According to the reporter: a covidien kidney shape balloon disassembled while inside patient during laparoscopic surgery. The balloon and sheath separated from the shaft of the device. Both were removed intact. No patient was harmed.

Manufacturer narrative:
(B)(4).